Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On an unknown date, the patient started treatment with dianeal pd2 ultrabag, (dose and frequency were not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was unknown. On the same day, the patient was hospitalized for peritonitis. On (B)(6) 2011, the patient began remedial therapy with vancomycin (1gm, daily, ip) and fortum (1gm, daily, ip). Dianeal therapy was ongoing. The peritonitis was resolving. No concomitant medications were reported. The reporter believed that the peritonitis was not related to the dianeal therapy.